Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
On (B)(6) 2022 the customer reported that emergency medical services had to be called and was hospitalized due to user being confused on (B)(6) 2021, son found out user had hyperglycemia and diabetic ketoacidosis. Blood glucose at time of event was 763 mg/dl. The son stated prior to calling emergency medical services the user was experiencing confusion. Blood glucose at the time of the call was 152 mg/dl. User stated the diabetic ketoacidosis was due to pump having a critical pump error. User stated they did not have a back up plan. User was advised to be off the pump however user did not have a back up plan so they did not stop using pump. User was using pump at time of event. No auto mode feature available for this pump.